Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a stroke. It was also reported that the implantable pulse generator (ipg) was 'not working' as the patient had a large number of 'irregular heart beats'. The ipg remains in use. No further patient complications have been reported as a result of this event.